Event description:
This 44 year old female underwent a bilateral augmentation mammoplasty procedure with implantation of silicone gel breast implants. The date of the procedure is not known to the pt. The procedure was not done at this reporting facility, therefore, the MFR is unk. Recent mammograms demonstrated a right side implant rupture. Gross exam: both implants had ruptured in the capsules.